Event description:
Customer reported an altitude alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer's insulin delivery was temporarily suspended due to the alarm, but after instructions from technical support, they removed the obstruction from the speaker holes, cleaned the area, and reconnected the cartridge. Insulin delivery resumed, and the alarm did not recur. Pump returned to normal operation, and customer received tips for preventing future altitude alarms.